Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentations found that no anomalies or deviations related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is a final report.

Event description:
A report that the patient's precision system was explanted due to staph infection and septic shock was received. The medical facility will not release any additional information.